Manufacturer narrative:
The probable root cause of customer reported bipolar is attributed to faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that there was an issue with the bipolar function on the generator unit, which was faulting during procedures. The customer continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator was returned for failure analysis with reported problem, and the issue was not confirmable using logs, however, m-11 and c-01 were logged on different dates that could indicate issues with iesu. Also, m-1c, m-32 errors also logged. Further inspection was unable to confirm or replicate the reported event. The unit was tested on system, all operations successful via all ports. No errors in logs. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.